Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3. Manufacturer email address g1. Contact office name and email address g1. Contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) ilpc442u, (certain low profile one-piece abutment 4.1mm(d) x 2mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and was observed fractured at the screw region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc442u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement/seating, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: manufacturer. Establishment name: corrected, g1: contact office. Establishment name: corrected, g6: type of report, h2: follow up type, h10: additional narrative.

Event description:
No further event information is available at the time of this report.¿

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that 1 abutments is fractured by the screw and one retaining screw is fractured inside of the other abutment, and since doctor couldn't remove the fractured part, both abutments were removed. This report refers to the abutment fractured by the screw part.